Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that clinician stated they assumed care of this epiduralized patient and shortly thereafter helped them to change their position. During position change, they discovered that their bladder catheter had apparently spontaneously expelled. On exam there was no apparent trauma to the external urethra, and this patient was likely close to delivering and was desiring cervical exam by the ob resident, so they decided to defer replacing the catheter at that time. After about one hour it was clear that the ob resident would not be able to assess this patient imminently. They discussed the situation with my charge nurse, who recommended assessing old foley to determine whether there was an equipment malfunction versus nursing error, and then to replace the foley. They went back to bedside to discuss with the patient, who elected to have foley replaced. There was about 350 ml of clear yellow urine that drained into new foley bag. Upon examination of old foley, they found there was a hole in the balloon. They immediately informed the patient of the equipment malfunction and that they would relay the information to the providers.

Manufacturer narrative:
The reported event was inconclusive because no sample was available for evaluation and further investigation did not result in any additional findings. The exact root cause could not be identified. Although a root cause could not be definitively identified, based on the risk documentation review, a potential root cause for this type of failure could be ¿imperfection in balloon due to process". However, there was insufficient information to confirm this potential root cause. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. The instructions for use were found adequate and state the following: "visually inspect the product for any imperfections or surface deterioration prior to use. If package is opened or if any imperfection or surface deterioration is observed, do not use." H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that clinician stated they assumed care of this epiduralized patient and shortly thereafter helped them to change their position. During position change, they discovered that their bladder catheter had apparently spontaneously expelled. On exam there was no apparent trauma to the external urethra, and this patient was likely close to delivering and was desiring cervical exam by the ob resident, so they decided to defer replacing the catheter at that time. After about one hour it was clear that the ob resident would not be able to assess this patient imminently. They discussed the situation with my charge nurse, who recommended assessing old foley to determine whether there was an equipment malfunction versus nursing error, and then to replace the foley. They went back to bedside to discuss with the patient, who elected to have foley replaced. There was about 350 ml of clear yellow urine that drained into new foley bag. Upon examination of old foley, they found there was a hole in the balloon. They immediately informed the patient of the equipment malfunction and that they would relay the information to the providers.